Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after non device related procedure the patient experienced dizziness and was sent to the clinic for a follow up. It was noted that the non-device related procedure happened two times and the dizziness occurred only after the last procedure. The device was never interrogated prior to or after the procedures. When the patient was hospitalized, it was not possible to interrogated the device thus the patient went to the operating room for an emergency procedure. During the procedure the right ventricular (rv) lead was also evaluated and it was noted that the pacing thresholds had increased as well as a decrease in pace impedance measurements. The patient had second degree av block with a ventricular rhythm of 30 beats per minute and it was noted that pace inhibition was seen for greater than 2 seconds. The rv lead remains implanted, while the device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Telemetry could not be established with the device and no pacing outputs were observed. The device case was opened. The battery voltage was measured at 0.446 volts (i.e., too low to support device functions). High powered visual inspection of the internal circuitry identified metallic foreign material in contact with two of the capacitors. Detailed analysis revealed that the foreign material was causing a high current drain, resulting in the clinical observations. The foreign material was confirmed to be titanium (originating from the device case); investigation has shown that this material was introduced to the interior of the device case during the manufacturing process. Boston scientific has since modified the device manufacturing steps to limit the likelihood of titanium case material coming in contact with internal electronic components. No issues of this kind have been observed since the implementation of the manufacturing changes.